Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed a leak at the pipette bypass valve (pbv) tubing. Fse replaced the tubing. The system was operational. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a contained leak at the pipette bypass valve (pbv) tubing. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time the leak was observed. There was no exposure to mucous membranes or open wounds.